Event description:
Ous MDR - patient presented for a follow up appointment and the physician was unable to interrogate the device. A message appeared regarding the device having frequent resets. Device was noted to be vvi 70 unipolar. They tried to interrogate both on ics 3000 and renamic with no success. Unable to change any programming as unable to interrogate.

Manufacturer narrative:
Upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation a warning message was displayed on the programmer screen as mentioned in the complaint description. The pacemaker's memory content was inspected. The inspection revealed, that the device switched into the safety backup mode already on (B)(6) 2012 as a result of the detection of an invalid memory content. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to assure the patients safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. However, the activation of the safety backup mode does not indicate a material or manufacturing problem. This is supported by the fact that after a manual correction of the invalid memory areas, the ram application was operating as expected. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency. There was no indication of a device malfunction. In summary, the clinical observation resulted from an invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After a manual correction of the invalid memory content the device was operating as specified. The analysis did not reveal any sign of a material or manufacturing problem.